Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The audio tone functioned properly during self-test. However, the pump was unable to vibrate due to broken black vibrator wire. The pump was received with scratched case and cracked belt clip slot.

Event description:
The customer reported via phone call of no audio tone from the insulin pump. The customer's blood glucose reading was 157 mg/dl. The customer stated that the pump does not vibrate or give her alerts. The customer was assisted with the self-test. The customer stated that the pump did not vibrate. The insulin pump did not vibrate during the tone test portion of the self-test. The customer will be sent a replacement pump. The customer will return the pump for analysis.